Event description:
It was reported that the patient with this implantable pacemaker had hematoma which was evident on electrocardiogram. There were no reported falls or syncope. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.